Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered stent was to be implanted to treat a malignant stenosis in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, after the stent was deployed, the delivery system could not be removed. The physician attempted to withdraw the delivery system, but the inner sheath detached and was stuck in the duodenum. Reportedly, the stent and the detached inner sheath were removed from the patient with a snare. The procedure was not completed due to this event and the stent placement procedure has been rescheduled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.